Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic assisted ureteropelvic. According to the reporter: the needle detached and was left inside pt's body. Despite repeated examinations by c-arm machine and bedside kub, the needle could not be found. Pt was discharged.